Event description:
While the radiologist was entering the renal artery with a guiding sheath prior to placing a stent, the renal artery was dissected. A radiopaque marker is located approiximaterly 5-mm proximal to the tip of the sheath. Although the physician had been in-serviced on use of this guiding sheath, they mistakenly thought the marker was at the sheath tip and advanced the tip into the wall of the vessel. The dissection was repaired using a stent and the original procedure was completed successfully. The patient was admitted overnight and their condition is reported to be "fine".